Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the charging issue and error message were due to a faulty battery. The internal battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed that an astral device failed to charge and displayed the error message "battery inoperable" which resulted in an alarm notifying the user of the event. There was no patient injury reported as a result of this incident.